Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. Noted on the usage sheet: "dislocation. Mdm 'e' liner and 'e' poly were removed. E constrained liner implanted. No further information will be given due to hospital policy." Sales branch provided only revision usage sheet.